Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 the patient experienced a blood glucose (bg) over 500 mg/dl with small ketones and nausea. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was confirmed that the basal history did not match the active basal program settings. This complaint is being reported because, the patient allegedly experienced hyperglycemia due to the basal history not matching the active basal program in the pump.

Manufacturer narrative:
The correct alert date is (B)(4) 2014, not (B)(4) 2014 as previously reported.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: the reported complaint could not be duplicated upon investigation. The last basal and bolus deliveries were on (B)(6) 2014. The black box revealed an occlusion alarm due to high force on (B)(6) 2014. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate and at the end of duration the total daily dose (tdd) correctly equaled 48.0 units. The alarm history showed typical alarm usage. The tdd added up correctly and reflected the users programmed basal rate. The pump passed the delivery accuracy test and was found to be operating within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.